Manufacturer narrative:
(B)(4). Batch # m55274. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was there any issue with the staple line or cut line? No. If yes, please explain. Na. One ecr60b cartridge was returned with the cartridge deck damaged and right side fully fired and the left side partially fired 1/3. On the left side the sled was broken and the sled had entered to the knife slot instead of firing the staple drivers. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the device is fired, the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects.

Event description:
It was reported that during a pancreatoduodenectomy, an instrument loading the reported cartridge was fired in clamping a forceps at the third firing when the device made an anastomosis between the stomach and the jejunum. The surface of the reported cartridge was deformed and damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor recognized that an instrument had clamped a forceps at the third firing.